Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets. The primary tubing sets were being used to deliver unspecified solutions. Secondary tubing sets were connected to the clave y-sites and were being used for piggyback deliveries of unspecified antibiotics. It was reported that after the secondary solution containers were replaced, air was noted in the tubing sets distal to the clave-y sites. The air was removed from the tubing sets and the therapies were resumed. No air was delivered to the pts. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel.